Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -4.00/+1.0/150 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2024. The patient experienced excessive vaulting. On (B)(6) 2024 the lens was explanted and the problem was resolved.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, returned in moisture. Visual inspection found the lens haptic torn. Dimensional inspection found the lens within specifications. Claim#: (B)(4).